Event description:
It was reported that patient underwent a total knee arthroplasty on (B)(6) 2013. Upon implanting the bearing, the surgeon found that it did not fit properly. The bearing was removed and replaced with a bearing on hand. The procedure was completed successfully without significant delay.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, states, ¿the surgeon is to be thoroughly familiar with the implants and instruments prior to performing surgery.¿

Manufacturer narrative:
A review of manufacturing history and complaint history found twelve (12) units were manufactured with this lot. An additional unit was evaluated and found to be within specification. A review of complaint history for this lot found no other reported events.